Event description:
Customer states that device is giving inaccurate interpretations of ecgs.

Manufacturer narrative:
The device was returned to the manufacturer, cardiac science corporation, and has been evaluated. The evaluation was unable to duplicate the alleged inaccurate interpretations and the device has been returned to the customer.